Event description:
Caller indicated relion confirm was giving low results. Customer got reading of lo retested got another reading of lo she went to ER they tested with their meter and got reading of 87 no treatment was given. About 30 minutes passed between her last test on her meter and the ER reading. Customer does not have control solution. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.